Event description:
The customer reported a diluted bloody fluid leak of approximately 20ml from the probe on a unicel dxh 800 coulter cellular analysis system. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found no vacuum at the probe's wash collar, which caused a leak during the probe backwash cycle. The fse cleaned the wash collar, replaced the return spring and found and removed a clog in the vacuum valve for the wash collar; this allowed the backwash fluid sent to the wash collar to be completely evacuated to waste, resolving the leak. The instrument was verified and validated. (B)(4).